Event description:
It was reported that the device was explanted after implant duration of zero days, information learned from implant patient registry. Through follow-up with the surgeon, it was learned that the device was explanted due to an unsuccessful ring repair. Through the operative report, it was learned that another device was explanted on the same day; a device history record (DHR) review has been started.

Manufacturer narrative:
Unsuccessful ring repair. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.